Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported after the knotless suturetak malfunctioned, the surgeon decided to upsize to the ar-1941ps 3.9 knotless corkscrew to finish that portion of the repair. The surgeon used the ar-1941d to dilate the socket, but the anchor broke immediately upon insertion. The surgeon was able to pick out the loose pieces using a grasper and a shaver. No piece from the unsuccessful anchor was left in the patient.